Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to incompatible batteries. The AED plus was received with the 10 procell batteries. New batteries were recommended to resolve the report. The device was recertified and retruend to the customer. The AED plus administrators guide recommends using duracell consumer type 123 photo flash lithium manganese dioxide batteries. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.